Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and resulted in 0 voltage. A review of the data log confirmed the reported event of a transmitter failed error. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced a transmitter failed error and a low event. Patient reported feeling low and the dexcom was not working at the time. It is not known what was the treatment for the low. At the time of contact, patient is doing fine. No additional event or patient information is available. Data was provided for evaluation. The reported event was confirmed via data. The root cause could not be determined. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.